Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested (B)(6) for (B)(6) (1cfu/endoscope). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018], air/water channel: unspecified microbes (2cfu/100ml), instrument channel: mold (1cfu/100ml), [second time; (B)(6) 2018], air/water channel: unspecified microbes (35cfu/100ml), instrument channel: unspecified microbes (15cfu/100ml), the device had been reprocessed with an olympus automated endoscope reprocessor , etd4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.